Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim when the brightness level was set to 5. It was reported that there was no patient involvement at the time the issue was discovered as the issue occurred during preventive maintenance (pm). The customer called technical support to report that during preventive maintenance (pm), the display was dim when the brightness level was set to 5. The customer also stated that the device had an original first-generation liquid crystal display (lcd) installed. The remote service engineer (rse) advised the customer to replace the user interface (ui) assembly with the second-generation lcd to resolve the reported issue and provided the customer with the part number of the replacement ui assembly for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 31jul2024, the customer ultimately ordered the replacement user interface (ui) assembly, and upon receiving the new part, the customer performed the replacement and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.